Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not sure what level the stimulation should be set at. The patient was educated under anesthesia and reported that their husband usually helped with the patient programmer use. The patient stated that their husband increased the stimulation earlier on the notified date and since then, they had been holding their urine too much. The patient was implanted for urinary frequency and the therapy seemed to be working too well. The patient thought that the stimulation was turned too high by their husband. Information was reviewed and the patient was assisted in syncing with the programmer. It was noted that the patient had the stimulation on and set on p3 at 0.40v. The patient was assisted in lowering amplitude to 0.30v. The patient confirmed that stimulation was comfortable and at the target location. The patient was redirected to follow up with their health care professional (hcp) if the current setting of 0.30v on p3 either does not control her symptoms, or if it controls them "too much". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was not found to be in urinary retention at the office visit after the incident on (B)(6)2018. It was stated that the issue was resolved. There were no symptoms or further complications reported or anticipated.